Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited false pause episodes. Upon review of egms, artifact emi was also noted. No intervention was performed. The patient was stable.